Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Mitral valve-in-ring procedure using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete and no further action is required at this time. The complaints for thv malposition, paravalvular leak, and central regurgitation were unable to be confirmed as relevant imagery or medical records was not provided evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in preexisting mitral ring for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native/bioprosthetic aortic valve replacement or bioprosthetic surgical mitral valve replacement. As reported, 'when, retrieving pusher catheter, slight (less than 3mm) offset of valve from distal position marker occurred due to compression force. Just distal opening of balloon and shifting of valve towards proximal part'. Procedural training manual, 'compression may be observed in the distal portion of the flex catheter during valve alignment' 'release stored tension prior to thv deployment'. In this case, reported compression force potentially contributed to the movement of the valve on the balloon, resulting in malposition of the valve during deployment. As such, available information suggest procedural factors (improper thv deployment) may have contributed to the complaint event. For the complaint of central regurgitation, the following factors could have contributed the reported central regurgitation: malposition of the valve: as reported, 'the valve was positioned 60% la and 40%'. Per the procedural training manual, 'final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular or lv/la for mitral) when using optimal initial thv positioning where the center marker is within the optimal center marker zone'. In this case, based on the final position of the valve, native leaflet overhang could have potentially contributed to the reported central regurgitation, because it could reduce the blood flow back pressure, which could lead to inadequate coaptation of leaflets it was reported that the valve was implanted in a '34mm sorin memo 3d', which is a d-shape annuloplasty ring. Since the shape of the ring is non-circular, it may prevent the thv from full expansion in circular, which could impact proper leaflet functionality, resulting in central regurgitation. Malposition of the valve with paravalvular leak could reduce the blood flow back pressure, which could lead to inadequate coaptation of leaflets. As such, available information suggests that procedural factors (malposition of valve, leaflet overhang, off label operation with non-circular pre-existing ring) may have contributed to the complaint event. Due to the malposition of the valve, the pvl skirt of the valve could not be fully sealed against pre-existing ring, which could lead to paravalvular leak. Additionally, the pre-existing ring was non-circular in d-shape, which could also prevent the deployed thv sealed against the pre-existing ring, and resulted in paravalvular leak. As such, available information suggests that procedural factors (malposition of valve, off label operation with non-circular pre-existing ring) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in (B)(6). A patient who underwent valve in ring implant of a 29mm sapien 3 valve into a 34mm non-edwards annuloplasty ring, in mitral position by transseptal approach. A small paravalvular component was visible on tee before procedure and high central insufficiency. Standard cannulation of mitral with help of agilis catheter and positioning of safari wire. A septal puncture was posterior and inferior, septostomy with 12mm balloon. Valve alignment was performed at vena cava and cannulation into mitral. When, retrieving pusher catheter, slight (less than 3mm) offset of valve from distal position marker occurred due to compression force. Positioning of valve and implantation with 180 bpm rapid pacing. Just distal opening of balloon and shifting of valve towards proximal part. By pushing catheter forward the valve was positioned 60% left atrium (la) and 40% left ventricle (lv). After implantation, central component was visible most likely due to not immobilized anterior mitral leaflet (aml). According the physician, it seemed that the s3 valve was positioned too much towards la, therefore, the aml was still working and looked that it clapped into the s3 from lv side. Physician mentioned a huge paravalvular component with hole of 2.5cm. The valve was postdilated with 2ml added volume. Paravalvular insufficiency still grade iii and central leak was grade I or ii. By stable hemodynamic condition, the decision was not to treat more at that moment. The patient will by observed on imc and the surgeons discussed a surgical bioprosthesis in mitral position.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complications associated with the transcatheter mitral valve replacement (tmvr ) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium, bulky or severe calcification, an elliptical landing zone and valve under-sizing. Central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, overhanging native valve leaflet and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the cause of the malposition was likely due to patient and procedure related factors( the valve was offset from distal position). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06779.